Event description:
Customer reported a compromised force sensor system alarm on her insulin pump. The customer stated the alarm occurred when she was attempting to rewind during a prime. Customer's blood glucose was 212 mg/dl. Troubleshooting found the a programmed bolus amount was not recorded in the bolus history. The customer was advised to replace her insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.